Manufacturer narrative:
Results and conclusions - is based on evaluation of user facility information; is based upon reserve sample evaluation. The involved device has not been returned for evaluation. Therefore, the failure investigation was based on assessment of user facility information and representative retained samples. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported "shredding" of the device cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with inappropriate use of the glidewire and damage to the coating due to inappropriate manipulation against a hard surface such as the kidney stone or the ureteroscope. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use. Specific statements in the IFU include: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the glidewire without fluoroscopic confirmation may result in vessel perforation"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire" and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the guidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient's left kidney was perforated during a stone removal procedure. Follow-up communication confirmed that: the patient underwent a ureteroscopy with stone extraction procedure during which a guidewire was used; following the procedure, the physician noted that the guidewire was difficult to remove from the scope; it was discovered that the guidewire "perforated the patient's kidney during placement"; when the guidewire was removed, it was noted to be "shredded," however, none of the material detached inside of the patient; a stent was placed in the ureter and the renal pelvis; and the procedure was completed successfully.